Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) received several shocks. Boston scientific technical services (ts) reviewed and noted lots of atrial tachy response (atr) and ventricular episodes in which therapy exhaustion occurred. It was also observed that there were some inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr). Attempt to obtain additional information was unsuccessful. This ICD remains in service. No adverse patient effects were reported.